Event description:
It was reported that the patient underwent a surgical procedure to treat a l4/5 lumbar disc herniation. It was found that the self-breaking screws would not tighten in the bolt. After a couple of failed attempts with other set screws the surgeon decided to change the bolt. No patient complications were reported

Manufacturer narrative:
For use by user facility/importer(devices only) (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
Visually and optically examined threads; initial ~1-2 threads appear to be worn/damaged. Functional evaluation with a sample bolt as well as a thread plug gauge did not allow nut to fully interface with "go" plug gauge. And is consistent with misalignment during construct assembly. After visual, optical and functional inspection, the above observations are consistent with intraoperative misalignment.